Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d tubing had holes and leaked. The following information was provided by the initial reporter: material #: 10942011 batch/ lot #: unknown. It was reported that while priming the line with fluid, there were two holes near the end of the tubing and the connector which resulted in leakage. Verbatim: two holes near the end of the tubing, near the patient connection section/side of tubing when primed with fluid, before placing on the pump for infusion. 07-jan-2021 update: - when the line was being primed, did you experience any leakage where the two holes were identified? Yes- the infusion fluid leaked from the tubing before placing into the alaris pump.

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage with leak was verified through testing. Upon priming the infusion set, leakage was noticed on the tubing at distal end of the tubing. The leakage was cause by two distinct cuts in the tubing. A device history record review could not be performed on model 10942011 because a lot number was not provided by the customer. The root cause for the damage is that the tubing was damaged during the assembly or packaging of the infusion set.

Event description:
Material #: 10942011 batch/ lot #: unknown. It was reported that while priming the line with fluid, there were two holes near the end of the tubing and the connector which resulted in leakage. Verbatim: two holes near the end of the tubing, near the patient connection section/side of tubing when primed with fluid, before placing on the pump for infusion. 07-jan-2021 update: when the line was being primed, did you experience any leakage where the two holes were identified? Yes, the infusion fluid leaked from the tubing before placing into the alaris pump.